Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot#: va1x5wd, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 21-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had their implant removed so they could have a MRI conditional device for full body eligibility. Patient states when they went to do the replacement surgery, one of the lead wires broke off and they left it behind in the body. Patient states now they are unable to get an MRI due to the fact that they have an abandon part left behind. No further action was taken.